Event description:
Information was received from a consumer and a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had their ins replaced on (B)(6)2020. However, they were advised to wait until (B)(6) to use the new ins. After waking up from the surgery the patient was asking for oral opioid medication and was not satisfied with the IV pain medication being delivered. The patient left the hospital because they were not receiving oral medication. On (B)(6), the patient was having trouble with the new ins showing a code that the wires don¿t match the new unit. This was understood as the lead are not compatible with the new ins. The patient then stated the actual message was ¿setting not available¿ and it showed up when they attempted to change intensity. The leads were forwarded from the old ins as there was concern by the rep that the replacement leads wouldn¿t go exactly where the old leads were, potentially resulting in inadequate therapy to control his pain. The patient stated the leads were not removed because the healthcare provider (hcp) was unable to remove the old leads. The old leads were ¿non-MRI¿ while the new ins was ¿MRI¿ compatible. The patient was upset and indicated that it was a continuation of the reason the old ins was replaced. The patient stated previous ins was removed because their pain was not resolved by reprogramming. The rep stated the ins was replaced because of pain and bruising around the ins pocket site. The patient stated the rep told them there is an issue between the old paddles and new ins. The patient complained about being in a lot of pain. The patient called the rep on (B)(6) and said they are having discomfort in their chest, even when the stimulator is turned off, but they think that it is a result of the stimulator regardless. It was stated the discomfort stops when the ins is fully discharged. The patient was instructed to turn the ins off. The issue is not resolved. The patient is scheduled for a post-op appointment on (B)(6). No further complications were reported or are anticipated. Additional information was received from the patient. The patient reported that he has not heard back from his doctor or a rep yet. The patient repeated that he was in excruciating pain because his device wasn¿t working. No further complications were reported. Additional information was received. It was reported that several contacts were showing high impedance values. Therefore, the programming was adjusted to avoid those contacts. The patient was no longer seeing the error screen when increasing intensity. If the patient continued to experience inadequate therapy, the patient stated they would reach out to schedule a lead revision with their healthcare provider. No further information was received. Additional information from the rep indicated that the patient reports that they felt burning inside of skin when recharging. Patient still feels his muscles twitching and still feeling stimulation sensations even after the device is removed.

Manufacturer narrative:
Continuation of d10: product ID 39286-65 serial# (B)(6) implanted: (B)(6)2014 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.